Event description:
It has been reported to philips that geometry movement was partly available. The system was in clinical use. No harm has been reported. A philips engineer inspected the system remotely and identified a geo module issue. The geo module was replaced and the device returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use as the issue occurred at the time of turning on the device. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partly available. Upon functional testing, the fse found that geo module was defective. The geo module was replaced by the customer, after the replacement of geo module the device returned to full functionality. The codes were updated based on the investigation outcome.